Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a low resistance from pin 4 to pin 5 of the u1 component on the computer/analog board. The low resistance caused damage to the high-voltage capacitor c19 on the defibrillator pca. The root cause for defective u1 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was making a crackling noise and smelled like it was burning.